Event description:
A female patient was contacted by lifecor billing. She stated that her battery packs have not worked since august. Billing transferred the patient to lifecor customer support. Patient stated that she did not have support's phone number. Patient stated that the battery packs display a "battery fault" flashing red light on the battery charger and would not power up the monitor. Support sent the patient a replacement battery packs.

Manufacturer narrative:
Device manufacture date: battery pack - 08/2007, battery pack - 12/2007. Device evaluation summary: device evaluations of both battery packs have been completed. The second battery pack would not work because there was water inside the battery pack. One of the cells was corroded under the battery connector. The battery pack was scrapped. The root cause of the battery pack not powering up the monitor was this water damage. The first battery pack was fully functional. It was retested and restocked. No adverse event occurred due to the defective battery pack. The patient received two replacement battery packs.